Event description:
During the implant attempt of the subject pacemaker the physician reported difficulty in inserting the ventricular lead into the port. Once inserted there was no pacing leading to a period of asystole. A different device was connected to the same lead with no issues and appropriate pacing.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
During the implant attempt of the subject pacemaker the physician reported difficulty in inserting the ventricular lead into the port. Once inserted there was no pacing leading to a period of asystole. A different device was connected to the same lead with no issues and appropriate pacing.

Event description:
During the implant attempt of the subject pacemaker, the physician reported difficulty in inserting the ventricular lead into the port. Once inserted there was no pacing leading to a period of asystole. A different device was connected to the same lead with no issues and appropriate pacing.